Event description:
Customer reported system locks up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos pcb and reloaded software. System operates as intended.